Manufacturer narrative:
(B)(4) is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016, the patient in (B)(6) experienced severe pain and inflammation at the percutaneous endoscopic gastrostomy (peg) stoma site. Patient was treated with antibiotic rozephin 2gr. On (B)(6) 2016, report received that the patient had a drastic drop in blood pressure and had gastric bleeding. Patient admitted to intensive care unit (ICU). An emergency gastroscopy was performed found that there was bleeding into stomach from the puncture wound for the placement of peg tube, the bleeding was stopped. Patient also had blood product transfused. The patient remains stable in ICU.

Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed. Pt sex & other relevant history.